Event description:
Syncope, underlying fib-flutter, episodes of non capture, rate set at 60 beats/min, full complete syncopal episodes, reprogrammed to 80 beats/min and paced 100% on vvi mode. (Also see 10066380.)